Event description:
It was reported that during a laparoscopic gastric bypass procedure, while using the device on the stomach, it was noticed that the clips were not properly formed; after 7 or 8 firings, a new device was opened and he experienced the same situation. At least 15 reloads were used. At this point, the surgeon decided to open the pt to complete surgery.